Event description:
It was reported that: patient has groin pain and often limps. Patient has to hold her leg when getting into a car. Patient has had blood work and an MRI that shows that there is a fluid sac around hip joint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.